Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark.

Event description:
Reference number (B)(4) event occurred in denmark. It was reported that the patient faced bent cannula leading to high blood glucose (bg) event on (B)(6) 2026. The location of insertion site was abdomen. The infusion set was in use for hours. The patient experienced high blood glucose (bg) event for 9 hours and was treated with manula pen injections. No further information available.